Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
It was reported via legal notification that a male patient, had an initial right knee implanted on (B)(6) 2020, and is scheduled for a revision procedure on (B)(6) 2022, approximately 2 years post op for reasons unknown. No additional information.

Manufacturer narrative:
H6: investigation results: the revision reported was likely the result of polyethylene wear as stated in the operative notes. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation, and radiographs, photographs, or operative notes were not provided. Corrected dates in section b3 and d6b.

Event description:
Additional information via legal-revision operative report for the right knee on (B)(6) 2022 - preliminary diagnosis: mid flexion instability right total knee prostheses in the exactech recall group. Indications: 68 yo male two years post right knee arthroplasty. He has had persistent pain with recurring effusions since surgery. The clinical diagnosis has been consistent with possible mid flexion instability. Findings: thickened scarred pseudomembrane. There is thickened synovium as seen with particulate polyethylene debris. No signs of infections. All components were well fixed. Imaging studies preoperatively did not demonstrate any osteolysis. On examination under anesthesia, there was moderately varus laxity inflexion with a jog of valgus opening in flexion. Inspection of the removed polyethylene demonstrates minimal wear. A compressive sterile dressing was applied to the knee and the patient was taken to recovery in stable condition. Discharged from facility (B)(6) 2022.

Manufacturer narrative:
Additional information: a2, b5, b6, h6. Health effect - clinical code & h8 pending investigation.